Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported he wanted to meet a manufacturer¿s representative (rep) for reprogramming. The patient reported that he was looking to get reprogramming to help with his pain because he wasn't currently getting relief for ¿probably a month or two''. Additional information was received from the patient via a rep on 2019-05-16. The rep reported that the patient wasn't getting relief in his feet. The rep reported that an impedance check revealed a possible short on electrodes 12 and 13. The rep created new programs that didn't use those electrodes. The issue was resolved. No further complications were reported.